Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation ,but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure a defective viper prime torque limiting handle happened. During final tightening, the handle seemingly locked. There was more than enough force put into the torque, but the set caps did not click like they usually do. There was a surgical delay of one (1) minute. There were no patient consequences. The procedure was successfully completed. This complaint involves one (1) device, this report is for (1) viper prime torque handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the viper prime torque handle (part # 286750100 / lot # gb102205) was received at us cq. There were no visual defects to note with the returned handle. Functional test: functional testing was performed by npd at raynham. The device is jammed and will not click. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed. No manufacturing issues were identified during the investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained and has an internal mechanical failure. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a review of the receiving inspection (ri) for viper prime torque handle was conducted identifying that lot number gb102205 was released in a single batch. Batch1: lot was released on jun 16, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.